Event description:
Caller reported a cgm error with the code 42. There was no adverse impact to the customer¿s blood glucose level. Cts guided the caller through a pump reset, and the cgm error did not reappear afterward. The caller subsequently started their sensor session successfully.